Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to (B)(6) 2014. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient was not getting effective stimulation from the scs system. As a result, the patient had a trial procedure on (B)(6) 2017 for a drg system and is considering to add a drg system to cover the pain areas.

Event description:
Follow-up identified the physician implanted a new drg system on (B)(6) 2017 which resolved the issue.